Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a break in the catheter was confirmed, and the cause appeared to be use related. One d/l groshong PICC was returned for investigation. A break was observed in the dual lumen tubing at the distal end of the white molded bifurcation. A microscopic examination of the break revealed a rough and jagged surface, which is indicative of a tensile break. The d/l tubing was received discolored and exhibited a whitened appearance. What was administered through the catheter was unknown, but could be a contributing factor in the material degradation and break. It was reported that the catheter broke when the patient leaned forward in her chair. A snap was heard at the time of the break. The product IFU lists securement techniques for the groshong d/l PICC. No evidence of the provided securement technique was observed on the returned catheter. A lot history review (lhr) of rebv0535 showed no other similar product complaint(s) from this lot number.

Event description:
Facility reported to the sales rep that the groshong dual lumen PICC was placed on (B)(6) 2017. The patient stated that she heard her pump beeping, leaned forward in her chair and then heard a snap. The catheter broke at the hub and it was stated there was no evidence of the catheter being stretched as it appeared to have been a quick action. The remainder of the catheter was successfully removed from the patient with out injury.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebv0535 showed no other similar product complaint(s) from this lot number.

Event description:
Facility reported to the sales rep that the groshong dual lumen PICC was placed on (B)(6) 2017. The patient stated that she heard her pump beeping, leaned forward in her chair and then heard a snap. The catheter broke at the hub and it was stated there was no evidence of the catheter being stretched as it appeared to have been a quick action. The remainder of the catheter was successfully removed from the patient with out injury.